Event description:
Additional information received indicated during the unrelated procedure the stylet was unable to advance through the lumen of the right ventricular lead.

Event description:
Additional information received indicated the right ventricular lead noise resulted in pacing inhibition for the pacemaker dependent patient. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, oversensing due to noise was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead during the unrelated procedure. The patient was in stable condition.